Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The local service engineer reported that the cable of the device was broken and the ccd was corroded. Since the device was not returned, the exact cause was unknown; however, omsc assumed a potential cause as follows. The cable was broken due to external stress by device handling. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
During maintenance the device, an endoscopic image was flickering on the monitor and a scope communication error e216 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.